Event description:
Related manufacturer reference number: 2017865-2022-06338. It was reported that a patient presented in-clinic for a pocket revision procedure, due to the patient's implantable cardioverter defibrillator (ICD) migrating in the patient's chest. Patient anatomy was suspected as the cause of the migration. Upon interrogation prior to the procedure, the patient's left ventricular (lv) lead was found to have high capture thresholds, which was suspected to be due to patient anatomy, but the cause of both malfunctions was not confirmed. The patient's lv lead and ICD was explanted and replaced on (B)(6) 2022. No patient consequences were reported.